Event description:
An emergency room nurse had drawn pt blood sample. In trying to activate (engage) the needle into the orange "needle pro", the nurse sustained a blood exposure to the eye. The 20 gauge 1 1/2 inch safety device was very difficult to engage and "flipped-off" with blood splash to eye, face and uniform.